Event description:
The ortho hcv version 3.0 elisa test system lot# txe520 reportedly generated a false negative result. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).

Manufacturer narrative:
Customer reported that a false negative result occurred with one sample tested for hcv. Sample was tested and resulted in an initial reactive result for the ortho hcv 3.0 elisa. Repeat testing was performed in duplicate and both results obtained were non reactive. Sample also tested positive on customer nat testing. Customer repeated the testing on one of the two blood bags available from the donation and got a reactive result. Ocd performed smt.log file analysis and no instrument errors were identified. All assay validity criteria were met for the run. No user errors were reported. No definitive root cause could be determined. A complaint review indicated no other similar complaints have been logged against this lot. Batch record review indicated kit lot met all qa release criteria. No incorrect results were reported out. Customer successfully repeated the samples in question.